Event description:
It was reported that a malfunction occurred on the pump, specifically designated as "malf 3." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer managed to reset the malfunction independently due to a lack of cell service while camping. Technical support decided to replace the pump to address both the malfunction and an issue with touchscreen responsiveness.